Event description:
Customer reported an "electric shock" while wearing their freestyle libre 2 sensor. Customer further reported that that the electric shock was felt while swimming. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor and sensor plug. The sensor plug was properly seated. The customer reported experiencing an electric shock with the sensor. No issues were observed during the investigation. The returned sensor was sent for further investigation and was de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. No malfunction or product deficiency was identified. An extended investigation has also been performed. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an "electric shock" while wearing their freestyle libre 2 sensor. Customer further reported that the electric shock was felt while swimming. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported an "electric shock" while wearing their freestyle libre 2 sensor. Customer further reported that that the electric shock was felt while swimming. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor and sensor plug. The sensor plug was properly seated. The customer reported experiencing an electric shock with the sensor, and no issues were observed during the investigation. The returning sensor was investigated further and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation has also been performed for the returned sensor and no abnormalities were observed. The unit battery voltage was measured to be within specifications, and is not sufficient voltage to cause chock. The unit's printed circuit board assembly (pcba) was visually inspected, and no issues such as corrosion/liquid or damaged/missing components were found. In addition, a DHR (device history review) for the sensor was reviewed and the DHR showed that no issues were observed on the sensor prior to release. Sim-vivo test was performed and passed indicating the electronics were working as intended. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.